Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was depleting quickly. Additionally, it was reported that the customer received an occlusion alarm and the touchscreen was unresponsive. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer declined to provide additional information.